Event description:
Customer reported that her blood glucose was 310 mg/dl and treated with manual injection. Customer stated that all of sudden her blood glucose dropped to 48 and she treated with orange juice. She stated that her blood glucose went high again to 214 mg/dl and she went to the diabetic center to be treated. Customer stated that she was puzzled and took an insulin shot, but the blood glucose did not drop, the nurse advised her to change her infusion set and her insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.